Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had error codes of hi pressure regulation and over pressure condition. Unit also power on and beeps with lights blinking when on battery power. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 25jun2019. There was no patient involvement at the time of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR :11may2019. Manufacturer's product support engineer (pse) replaced the unit's harmony blower assembly and focus flow valve assembly to resolve the reported errors of over pressure condition and hi pressure regulation. Pse replaced the international membrane panel to resolve the reported issue of power on itself while on battery power. Unit was tested and passed. Unit returned to service. Focus blower assembly and focus flow valve assembly were returned to failure investigator (fi) lab for evaluation. Visual inspection of the focus blower assembly and focus flow valve assembly revealed no evidence of damage or contamination. Both components were installed in the fi test ventilator. Operational tests were performed and the ventilator powered up from ac and gave error code of over pressure condition. During debugging of the flow valve assembly a break was found between the black wires inside the insulation wire. The black wires were soldered together and heat shrink was applied. Both components were reinstalled in the fi test ventilator. Fi technician performed a normal ventilation mode and test ventilator powered up from ac and delivered breaths. Error message did not return and no power on self-test (post) errors occurred. Post performed 15 times with no issues. Fi test ventilator performed runtime for one hour and the unit performed as intended. Fi determined flow valve broken black wire created the reported error message. No further testing required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 02jul2019. The determination on why the ventilator started by itself was not adequately established. It is believed that it is likely due to the battery running down completely which caused the ventilator to shut down and then restating when the battery voltage recovered or ac power applied. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.